Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 14may2019. The manufacturer's field service engineer (fse) confirmed via the device event log that the unit declared an error 1124 (battery failed) and was able to duplicate the error. The fse replace the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.